Manufacturer narrative:
(B) (4): a conclusive cause for the noted stent dislodgement could not be determined. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast on the balloon and on the outer member. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was a bend in the hypotube, 57 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The protective sheath was not returned. The tip length was measured and this met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product is consistent with preparation and the product advanced into the pt's anatomy. The inability to cross a lesion can be affected by numerous factors. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Analysis noted the stent was dislodged from the balloon and not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors. An attempt was made to obtain clarification as to when the stent dislodged; however, no further info was available. Analysis noted a bend in the hypotube. Since this damage was not reported in the incident info, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. In this case, the reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the noted stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodged and location of stent is unk. Device issue: stent dislodgement. It was reported that the rx vision did not cross lesion. No add'l event or pt info is available. This MDR is being filed based on the lab analysis which revealed a dislodged stent. The dislodged stent was not returned.